Manufacturer narrative:
Pt weight: unk. PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. Explant date: n/a. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -16.00/+3.0/089 diopter, in the patient's left eye on (B)(6) 2010. The patient experienced refractive change over time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).